Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer's blood glucose was 700 mg/dl insulin pump will not be returned for analysis. It also reported that the customer was in intense care unit in hospital due to high blood glucose. It also reported that troubleshoot was performed yesterday for high blood glucose. Customer will return inulin pump for analysis.